Event description:
It was reported that the ballon detached. The patient presented with in-stent restenosis (isr). The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 4.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). No damage was observed during device unpacking or preparation, and the device advanced smoothly over the wire and through the guide catheter without difficulty. The balloon was inflated once at normal pressure for 60 seconds. During device withdrawal, the balloon detached from the shaft and became stuck within a non-boston scientific guiding catheter. The dislodged balloon was successfully removed using hemostats. The procedure was successfully completed with this device. There was no patient complication reported.

Manufacturer narrative:
D4: lot number updated. Device evaluated by manufacturer: the agent dcb device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. During the visual and tactile inspection, multiple kinks were observed along the hypotube shaft. The balloon appeared to have been subjected to positive pressure and was returned in a deflated state. Microscopic analysis revealed no tears or pinholes in the balloon; however, the balloon had been pulled distally over the distal balloon cone, resulting in the tip being partially inverted and pulled into the distal end of the balloon. Examination of the shaft polymer extrusion profile showed a break at the port exchange, with severe stretching and kinking in the midshaft and distal polymer extrusion. The inner lumen had detached at the bicomponent bond with further stretching just distal to the detachment. A microscopic examination of the distal and proximal markerbands identified no damage. As a result of the severe stretching that was present in the inner lumen, the proximal markerband was positioned proximal to the proximal balloon sleeve. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the ballon detached. The patient presented with in-stent restenosis (isr). The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 4.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). No damage was observed during device unpacking or preparation, and the device advanced smoothly over the wire and through the guide catheter without difficulty. The balloon was inflated once at normal pressure for 60 seconds. During device withdrawal, the balloon detached from the shaft and became stuck within a non-boston scientific guiding catheter. The dislodged balloon was successfully removed using hemostats. The procedure was successfully completed with this device. There was no patient complication reported. Initial reports indicated that a 4.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for pci. However, additional information has been received that a 4.00 mm x 20.00 mm agent dcb was actually used.